Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in japan. It was reported that patient faced infusion set bent cannula event on 03-dec-2025 which resulted into occlusion. The infusion set was in use for two days. The blood glucose level was 370 mg/dl treated with noon bolus. The patient replaced infusion sets and resumed insulin successfully. No further information available.